Event description:
It was reported that the pulse generator could not be interrogated. Based on the magnet rate of 89 pulses per minute, it was determined that the device was near elective replacement indicator. The device was replaced.

Manufacturer narrative:
Na